Event description:
It is reported alaris smartsite, leak from the pump segment to the safety clamp.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.